Event description:
The customer reported that following a diagnostic catheterization procedure on december 6, 1999, a vasoseal es was deployed and hemostasis was achieved within five minutes. Approximately one hour following the procedure, the pt developed diminshed pulses, numbness, and coolness of the right lower extremity. A doppler study revealed right iliac occlusion. The pt started on a heparin drip at 1000 u/h following 5000u bolus and was taken to surgery for right iliofemoral thrombectomy. At the time of surgery the pt was also noted to have iliac stenosis proximal to inquinal ligament area which was angioplastied at the time of the surgery. Following surgery, the pt was stable and had strong palpable pulses with return of warmth, color, and sensation to right lower extremity. The pt was transferred to another hospital on december 7, 1999 for an ep study and then discharged on december 8, 1999. No further complications were reported.